Manufacturer narrative:
Tracking #.56564/c. H6; the lockout mechanism was observed to be non-functional. The instrument's obturator was disassembled no deformations or anomalies were observed and no conclusion could be reached as to what had caused the lockout mechnism to be non-functional. Endopath 12mm trocar sleeve housing-based upon the inquiry info rec'd and the visual examination, no conclusion could be reached as to why the reported incident in which "it was impossible to put the red button down to activate the surgery shield (arm)" during surgery. The instrument was returned in good physical condition and with the reset button in the armed position and the lockout mechanism was observed to be non-functional. The reset button was armed repeatedly without incident, but the bullet tip shield would not lockout. The instrument's obturator was disassembled to further investigate why the bullet tip would not lock out. No deformations or anomalies were observed and no conclusion could be reached as to what had caused the lockout mechanism to be non-functional.

Event description:
It was reported that a 512d was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the trocar 512d was used and it was impossible to put the red button down to activate the surgery shield (arm). There was no consequence to the pt.